Event description:
It was reported that during a colon resection procedure, on the first instrument, the blade of the shear broke (bottom side) away. The other blade was not working correct; there were loose contacts again and again. There was an error code and a continous sound on the generator. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on 9/21/2009: the blade fell into the patient. As the surgery was an open colon, the surgeon took it out by hand. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: device a was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area) and present. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. This failure was possibly caused from activation of the device while clamped without tissue being present. The analysis results found that when attempting to activate device b on a gen04, it gave an error code 5. Visual examination found an area of the blade that was discolored (blue) due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade and 100% present. This failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.